Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during efaa and clip jumping. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa) the clip jumped opened. Troubleshooting was performed however the clip failed two additional times therefore the cds was removed. Another clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported failure to establish final arm angle (efaa) failure or the reported clip jumpiness. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported efaa failure and clip jumpiness could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.na.